Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was not taking a charge. She was getting poor communication with both the recharger and the patient programmer. The patient last successfully charged their device about a week ago. It was reviewed that since both of her devices are showing poor communication and she has been keeping up with her charge sessions she should follow up with her healthcare provider (hcp) to have the device checked. The patient indicated they would also follow-up with the manufacturer representative. The patient reported that she was in pain all the time, referring to the pain from having rsd in both legs that the device was implanted to treat. The patient said the pain returned because the device was off. No further complications were reported/anticipated. The indication for implant was spinal pain.